Event description:
It was reported that the device was not producing any output when operated. The nurse got her finger tip burnt when she inspected the connection.

Event description:
It was reported that the device was not producing any output when operated. The nurse got her finger tip burnt when she inspected the connection.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: wrong instrument dimensions; corroded connectors; product used beyond defined useful life. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.